Event description:
Patient seen in office for routine device interrogation. Device found to be in safety mode. Device was not part of recent high battery impedance advisory. Patient needed generator changed asap. Generator changed one week later.